Event description:
The customer was hospitalized for dka. It was indicated that the customer is currently depressed and had a fever. Suggested the customer revert to back up of manual injections. Troubleshooting was performed. The programming histories on the pump were accurate. The pump passed the lead screw test and the high-pressure test. The customer has been in a wheelchair and is on numerous medications. The customer stated that the last cannula was bent.